Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. A severe injury, illness or impairment which requires hospitalization or medical intervention. Problem associated with the interaction between the patient's physiology or anatomy and the device that affects the patient and/or the device. The investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device remains implanted. The device either functioned as intended or a problem was not found. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent an endovascular treatment for abdominal aortic aneurysm and dissection from abdominal aorta to left common iliac artery using gore® excluder® aaa endoprosthesis. The patient¿s pre-operative medical history included heart disease. When the proximal trunk-ipsilateral leg was deployed, the contralateral leg hole was not fully deployed due to the twisted aorta. The physician used the constraining mechanism and repositioned the device; then, the contralateral leg hole was successfully deployed. However, after fully turning the constraining dial counter-clockwise, the proximal end of the trunk-ipsilateral leg did not reopen. The physician rotated the delivery catheter left and right and eventually the proximal end reopened. Reportedly, the physician did not consider this as malfunction of constraining mechanism but it was due to the patient¿s twisted aorta. All the planned devices were successfully implanted and the patient tolerated the procedure. A week after the procedure, a follow-up computed tomography was performed. Insides of both, the ipsilateral leg and the connection site of the trunk and contralateral leg were slightly narrow but blood flow was confirmed in both legs. On (B)(6) 2021, the patient underwent an angiography to perform a percutaneous coronary intervention. It showed that the connection site of the trunk and the contralateral leg were compressed by the left ipsilateral leg and the vessel wall, and no blood flow went into the right side. The patient did not have any subjective symptoms. A femorofemoral bypass technique was scheduled for (B)(6) 2021. The reporting field sales associate commented as follows: the aortic neck was twisted; however, during the procedure, the physician thought that it did not cause compression of the connection site of the trunk because the aortic neck was short. In this case, the orientation of the contralateral leg hole should have been carefully considered.